Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The unspecified target lesion was located in a severely calcified and moderately tortuous vessel. The 2.5x12mm apex balloon was inflated and ruptured at 5 atm. The balloon was removed in tact. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located over the distal edge of the distal markerband and it extended proximally for a total length of 7mm. An examination of the distal markerband identified no anomalies. Further examinations of the device found that the hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The unspecified target lesion was located in a severely calcified and moderately tortuous vessel. The 2.5x12mm apex balloon was inflated and ruptured at 5 atm. The balloon was removed in tact. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is good.